Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained hydromorphone [5 mg/ml] at a dose of 0.24 mg/day. It was reported the representative was assisting with a revision for a suspected flipped pump. The hcp had suspected that the pump had flipped, but during the revision on the day of report, they found the pump was still sutured and was not flipped. The hcp thought the pump had flipped because the patient had lost some weight, and her belly had a lot of excess tissue. The hcp informed the representative that they had problems at the last refill, but the representative was not told exactly what the issue was. No patient symptoms were reported. The patient had been on minimum rate since the issue with the refill. The system was revised the day of report. The hcp decided to move the pump from the abdomen to the buttocks due to less fatty tissue in the buttocks. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported they believed the cause of the problems at the prior refill to be related to the mobility of the patient¿s pannus. The hcp stated the patient first started experiencing the issues with the refill difficulty in (B)(6) 2017. The hcp stated the cause of the weight loss and excessive abdominal tissue was due to obesity. The issue had been resolved.